Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead and right ventricular (rv) lead exhibited noise and oversensing. Pacemaker mediated tachycardia (pmt) episodes were noted with intermittent rv loss of capture. Additionally, ra impedance measurements were greater than 3000 ohms. The device remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to provide updated evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.